Event description:
It was reported that a patient underwent a cardiovascular procedure with a midline laparotomy on (B)(6) 2012 and continuous suture was used on the fascia tissue. The patient developed a peri-umbilical wound dehiscence on (B)(6) 2012 and was treated with re-laparotomy and lavage. Staphylococcus aureus was found in the blood culture. During the reoperation, the suture was found lying freely in the wound. The patient's wound has healed well. The patient is currently in rehabilitation. The surgeon opines that the patient's copd stage IV with cardiopulmonary worsening and heavy coughing and the patient's poor tissue contributed to the wound dehiscence.

Manufacturer narrative:
(B)(4): wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ll plus antibacterial suture; pds ii (polydioxanone) suture.